Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the pump displayed an insulin low message with 3 units remaining while blood glucose was elevated, the cartridge was then found empty, and a subsequent supply change led to a leaking connector followed by recurring ¿unable to proceed, check alerts¿ messages despite rewinds and attempts to fill tubing, consistent with an insulin shaft rewind error and an insulin absolute range error involving the cartridge and luer connector. Symptoms included hyperglycemia up to 268 mg/dl for about one hour and a separate hypoglycemia event to 43 mg/dl for about one hour without medical intervention. Outcomes included the use of 3 units of back-up therapy for hyperglycemia and no hospitalization or other assistance. Investigation included device replacement, return logistics for the affected components, and receipt and inspection of the returned device. Investigation of this case revealed a suspected pump mechanical malfunction related to the drive system during rewind and a leaking fluid path at the connector, consistent with a device mechanical issue affecting insulin delivery. It was concluded that the cause was a device malfunction related to the insulin drive system.